Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient tested and obtained a result of 491 mg/dl. The patient retested on her own meter and obtained a reading of 350 mg/dl. They then retested on another meter and obtained a result of 139 mg/dl. The patient did not allege any harm or injury. The patient stated that the test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were done correctly. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. A new meter and test strips are being sent to the patient.